Event description:
It was reported that the patient had shortness of breath. It was also reported the device was found at elective replacement indicator during routine follow-up. Premature battery depletion was suspected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.